Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 01/30/2025, it was reported that the patient experienced an adverse event which occurred an unknown day after the sensor had been inserted in the abdomen. The patient experienced hypoglycemia. During the night before, the alarm went off 4 times. The patient self-treated with glucose and did not want to be awake all night every hour or two just to check the blood glucose. The patient was very weak, felt dizziness, tachycardia, confusion and was not able to increase her blood glucose. The patient spent hours from the night before so in the morning she self-treated with liquid glucose, bottles and packets of glucose. The cgm reading increased to 110 mg/dl and then decreased again. The patient just came back from hospital for something else (not related to dexcom), just resting at home when she felt the symptoms. Before the patient was admitted she was able to consume 68 bottles of the liquid glucose. At some point the patient experienced no restarts error message even though a new sensor was inserted. The husband took the patient to the hospital. When she was first admitted the cgm reading was 60, 62 mg/dl and the patient was eating. At the emergency room (ER) the patient was treated with glucose and was advised to stay and do a fasting for 3 days of nothing but water. The patient underwent an MRI of pancreas, blood test that time and remove the sensor and insert a new one on. The bg meter reading was checked every 2 hours. At that time the cgm reading was accurate. It was documented that the patient was hospitalized because of the very low readings around 40's and 50's mg/dl. The patient was admitted on (B)(6) 2025 3:00pm and was discharged on (B)(6) 2025 at 5:30 pm. Before the patient was discharged bg was 200 mg/dl and within 15 minutes it increased to 277 mg/dl. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.